Event description:
It was reported that the patient presented in-patient at the hospital. Upon device interrogation, failure to capture was observed. Chest x-ray imaging was performed, and a device dislodgement was confirmed. The device had migrated into the coronary sinus. The device was explanted and replaced with a transvenous pacemaker. There were no patient consequences.